Manufacturer narrative:
Updated data: h2 h3 h6. Image review: intraprocedural fluoroscopic images were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Valve depth was approximately 1 millimeter (mm) on the non-coronary cusp (ncc) in the cusp overlap view (cov) and 4mm on the left coronary cusp in the left anterior oblique (lao) view and under expansion was noted. Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth =1mm or >5mm. Furthermore, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. In this case, a recapture was warranted. However, the valve was released during which the valve visibly dislodged from the annulus. Subsequently, the dislodged valve was left in the ascending aorta, and a second valve was implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving a 26 millimeter fx valve, the valve appeared constrained with the three markers below the annulus. At the final release of the last paddle, the valve dislodged above the annulus and embolized into the ascending aorta. As a result, an additional 26 millimeter fx valve was required. During the implant procedure of the second valve, the patient remained hemodynamically stable. The day after the procedure, the clinician reported that the patient had not experienced any complications.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012544073); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012519887); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed. Per the physician, the patient's dilated aorta contributed to the valve dislodgement. During deployment, the deployment starting point was bottom pigtail at an implant depth of 2 millimeter (mm) under the non-coronary cusp (ncc) and 2 mm under the left coronary cusp (lcc). After the valve was released, the valve dislodged into the ascending aorta. A non-medtronic guidewire (safari) was used during the implant.